Event description:
It was reported to vyaire medical that ex battery leds are not showing on the front of the avea ventilator. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was told to check the fuse and if that is good, then plug in the ex battery cable from another vent into that vent to eliminate the cable assembly and determine if the gde (gas delivery engine) is defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.